Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that pin hole on attune ap block appears to have a burr in it. Pin does not slide through pin hole". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found two of the central pin holes with burr patterns, leading to little deformations on its circumference. Device had signs of heavy usage and no other anomaly was identified on its surface. The observed condition of the device was consistent by exposure to unintended forces such as drilling the pin into the hole in an misaligned position or by overtightening the device while assemblance. As per attune® cementless knee system surgical technique (152619-200910, rev. 4), page 6, the following precautions need to be followed for the correct pinning technique: 1) do not overtighten; 2) overtightening may change the angle or cause the pin to strip; 3) headed pins are best used to secure blocks against a flat surface such as cut bone; and 3) non-headed pins are recommended for use with cutting blocks against a curved surface such as with the distal cut block. However, taking in consideration the aspect and age of the device (around 14 years), the observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed using depuy synthes universal pins, as mating components. Test revealed a resistance and certain difficulty while passing the pin trough the pin holes, which confirmed the reported event. Condition can be traced to a component failure caused by the burr/damage observed. The overall complaint was confirmed as the observed condition of the attune ap chamfer block sz4 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code pg0511 provided is not a valid finished goods lot number. Added: d9. Corrected: h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that pin hole on attune ap block appears to have a burr in it. Pin does not slide through pin hole.